Manufacturer narrative:
This report is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip in the us.

Event description:
Accidental swallowing [accidental device ingestion]. Use the product again [intentional device misuse]. Choking [choking]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), intentional device misuse and choking (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion, intentional device misuse and choking were unknown. It was unknown if the reporter considered the accidental device ingestion, intentional device misuse and choking to be related to polident denture adhesive cream. Additional information: consumer asked if the cream would be swallowed during ingestion (accidental swallowing). She reported the denture of her father-in-law become loose sometimes in afternoon. Then, he would take off denture and wash it and then use the product again (overdose but do not know whether it was intentional or not). At the beginning, he used the product once daily. In recent 2-3 months, he used the product twice daily. He used the product for 2 years. Consumer's father-in-law told the consumer that when the denture loose, the larger food substance could not be broken down and caused choking. Hence, he used the product once more time.